Event description:
It was reported that a 27-year old caucasian female patient underwent primary breast augmentation with two 500cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with left breast implant rupture. In addition, the patient also desired larger breast implants as a result, the patient underwent bilateral breast implant removal and replacement surgery on may 30, 2023. The replacement devices were: (left) 630cc mentor memorygel boost breast implant catalog: smpb630 lot: 9871522 sn: (B)(6) and (right) 630cc mentor memorygel boost breast implant catalog: smpb630 lot: 9871522 sn: (B)(6). This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2023-04580.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 500cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).